Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent valve-in-valve procedure to treat his bioprosthetic aortic valve after an implant duration of 17 years. Reason for treatment is unknown. An edwards transcatheter valve was implanted in the aortic position with no reported complications or injury. It was reported patient was in stable condition postoperatively.

Event description:
Reason for treatment was stenosis.

Manufacturer narrative:
This device is not available for return because it remains implanted after a valve-in-valve procedure. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Operative report indicates this device was explanted due to aortic insufficiency - stenosis and regurgitation (non pvl). Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. There are many factors that could result in the need to disable a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, this patient's medical history included dm ii, htn, and re-do CABG which are considered contributing patient factors. Minimal information regarding the condition of the valve at the time of the intervention was available; therefore, the root cause for the stenosis and regurgitation cannot be conclusively determined. As the device was not returned to edwards for analysis, the root cause for the regurgitation and stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through follow up with the health care provider, the medical records were provided. They indicate this device was explanted after approximately seventeen (17) years due to aortic insufficiency - stenosis. The notes do not indicate the condition of the device at time of the valve-in-valve procedure.